Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of sensing was observed from the right ventricular (rv) lead. It was alleged that the rv lead had migrated from the implant site due to twiddler's syndrome. Diagnostic imaging confirmed lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.